Event description:
It was reported that the user experienced persistent hyperglycemia after a supply change and a factory reset of the ilet system, with a fingerstick glucose of 392 mg/dl; the user briefly returned to multiple daily injections, then reconnected to the pump, and was advised not to use meal announcements for correction dosing due to conservative insulin delivery post-reset. Investigation included user education on appropriate correction methods, and follow-up calls. Further investigation of this case revealed no observed damage to infusion set or tubing and suggested possible infusion site absorption issues. Symptoms included high blood glucose and feeling unwell. Outcomes included no hospitalization and downward glucose trend after replacing supplies. It was concluded that the device was functioning as designed after reset, that hyperglycemia was likely related to infusion site and that the event resolved with supply replacement and proper use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.